Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the patient via the manufacturer¿s representative reported that they could move the implantable neurostimulator (ins) underneath the skin and was worried that it was ¿disconnected¿. There were no known environmental, external, or patient factors (no falls reported). An impedance check was not able to be performed because the ins was in a discharged status. Follow up information received from the representative reported that the physician requested the patient charge the ins to determine if the stimulation was helping with their pain relief. The physician stated that the ins did not move underneath the skin ¿more than usual¿ so there were no interventions scheduled as of now. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.